Event description:
The customer reported the system arced and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage connectors, adjusted the 12 volt power supply and reloaded software. The system operates as intended.